Event description:
The customer reported several differences in their sensor glucose readings versus their blood glucose readings. On one occasion, his sensor glucose reading was 57 and blood glucose reading was 102 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend with a threshold suspend limit of 60. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.